Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: type of procedure: lap gastrectomy. Staple line was torn between the 2nd row and the 3rd row after firing. After surgeon found the leakage from the stapler line, he converted the lap surgery to open procedure for stopping the leakage. Surgery time was extended by more than 30 minutes.